Event description:
The customer reported the evis exera iii xenon light source display color stripes on the screen and the image is unrecognizable. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer cleaned the socked and image was restored. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomena such as the power switch having a problem and the lighting hours of the lamp exceeding 500 hours were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image being unrecognizable due to colored stripes appearing on the screen could not be identified. However, it¿s likely the cause is related to a worn-out output connector. Olympus will continue to monitor field performance for this device.